Event description:
A care coordinator reported that during the set up for a vitrectomy procedure, the system would not prime due to a broken port wing. The system was exchanged prior to the procedure. The pt was on the table under general anesthesia, and was given add¿l sedation to allow for a delay of approximately one hour for the system exchange. The vitrectomy was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).